Event description:
Complainant alleged that during a routine preventative maintenance check, the device's display flashes and is missing characters. Also, the device's pacer output was found to be out of specification for selected settings. The complainant indicated that there was no patient involvement in the reported failure.